Event description:
A company representative reported that a capri anti-torque handle, "fell apart during surgery." The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Visual inspection confirmed the handle to be disassembled. The lock key component of the anti-torque handle had fallen off of the wrench handle and disengaged from the collar. Both the spring and the press-fit 1/16" x 5/8" dowel pin, which hold the handle components together, were missing. The handle could not be reassembled without the spring and 1/16" x 5/8" dowel pin. Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history was reviewed and no similar complaints for the reported catalogue number were identified. The most likely root cause is normal wear; the press-fit dowel pin was dislodged from the device after five years in the field. Wear from repeated use over time may have caused the press-fit pin to dislodge.

Event description:
A company representative reported that a capri anti-torque handle, "fell apart during surgery." The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.